Event description:
It was reported that there was a hang up of software installation during internet update on programmer, the unit had been waiting for 20 hours to update software. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the software update stops. It was also noted that the electrocardiogram (ECG) connector was defective and the hinges were worn. (B)(4).